Event description:
Caller states the pt tested 8.0 inr on the coaguchek s system and 4.6 inr on a comparison lab. No treatment info provided. No adverse event reported. Requested return of suspect system and replacement was sent.